Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The blood glucose reading was in the 20 mg/dl range at the time of admittance. The customer stated that he had not been informed of the insulin pump giving too much insulin as a precaution; he advised that he was not trained on the device. The blood glucose reading was 87 mg/dl prior to the event, but then the customer experienced problems with the device. He noted that he was told that the insulin pump was broken after having received an error alarm, and by that time his blood glucose levels kept going down until he became unconscious. He reported that he experienced low blood glucose twice that day. He stated that he was not informed that the device could have still been pumping insulin into him, only that the insulin pump was broken. Nothing further reported.